Manufacturer narrative:
The device was returned to bsc northwest for investigation. The device functioned and performed acceptably.

Event description:
During treatment with the rotablator sys, the burr jumped forward in the left anterior descending, stalled and caused a dissection, which was repaired with a stent.